Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited noise. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.